Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead had dislodged. It was noted that the ra lead pulled back into the subclavian area. The ra lead had high threshold measurements, no capture, high and undefined impedance measurements and continuous noise on the electrograms (egm). It was noted that the lv lead was capturing the right atrium. Both leads was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.